Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptoms. The treating clinician confirmed this patient was treated with an used single-use disposable tip. The used disposable tip could have led to the patient's symptoms. The clinic was reminded to only use a tip per patient as specified during training and in the user manual.

Event description:
Clinic reported a patient who developed open wounds or ulcers in both axillae 16 days post miradry treatment. Antibiotic (keflex) was prescribed. By 30 days post-treatment, the clinic confirmed the symptoms were about 90-95% resolved.